Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specification. The product has not been returned; therefore, no physical or visual analysis of the product could be performed. Based on the information provided, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber started to fire forward. The procedure was completed with a second fiber. There were no clinical complications to the patient occurred due to this event.